Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported periodic iegm showing noise on the atrial near-field channel and far field channel. Atrial sensing amplitude dropped. Advised to evaluate lead further. Should additional information be received, this file will be updated.